Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the skylite basket had an unspecified malfunction. Per additional information received from the complainant via email on jul 29 2019 the hand piece of the device was broken.